Event description:
It was reported that a revision surgery was performed due to an infection. Femoral and tibial implant extracted. Delay of less than 30min reported. Back up available.

Manufacturer narrative:
The associated genesis ii oxinium femoral component, genesis ii non-porous tibial baseplate and genesis ii ps high flexion insert were not returned for evaluation. A clinical evaluation noted without supporting medical/surgical records, no medical assessment is warranted at this time. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Products were sterilized according to sterilization release documentation from quality control. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.